Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) calibration failed¿ was confirmed. The probable cause was the dso sensor and therefore replaced. The dso seal was also found damaged and replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was a cassette sensor error¿. During device evaluation it was found the downstream occlusion seal was damaged. The event occurred during testing.